Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device met specifications during temperature testing, occlusion testing, and leak testing. Additionally, no anomalies were noted at the catheter distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported clot remains unknown.

Event description:
During the procedure, the impedance value increased while radiofrequency delivery was being performed and a blood clot was noted on the tip of the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.